Event description:
A report was received that a patient had an explant re-implant due to inability to charge. The patient had been in a car accident that caused lead migration. Lead migration was confirmed with fluoroscopy and during the revision, the physician chose to explant the old ipg and implant a new one. The physician was unable to remove the migrated paddle lead and implanted a new paddle lead. The patient is reportedly doing fine.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model # sc-8216-50 serial # (B)(6) description: artisan 2x8 50cm paddle lead the explanted device was not returned to bsn as it was kept by the medical facility. A review of the manufacturing documentation for the ipg revealed that no anomalies or deviations potentially related to the event occurred during manufacturing.